Event description:
It was reported to philips that the device was not powering on. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file could not confirm any malfunction. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse found that the system was not switching on and observed that the main control board(mcb) tripped due to phase reversal. Fse rectified phase reversal problem and corrected the mcb. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.